Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) therapy was seen in the outpatient pd clinic for fibrin and treated with antibiotic therapy for an infection with the bacteria staphylococcus. There were no reported allegations that the event was related to fresenius products. The patient stated the event was not related to pd products. In additional follow-up, a pd nurse familiar with the patient reported that on (B)(6) 2024 the patient was seen in the pd clinic for symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained (the same day) which grew streptococcus bacteria (not staphylococcus bacteria). The patient was treated with cefazolin (per clinic protocol) intra-peritoneal (ip) on an outpatient basis. Additionally, the patient had fibrin in the pd catheter (not a fresenius product) and the nurse stated the patient uses heparin in pd solution, per standing orders. The nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse stated the peritonitis was due to a breach in aseptic technique during the pd exchange. The patient is recovering from the peritonitis event and continues pd therapy with the same cycler.